Event description:
It was reported that the tread/tracks won't engage due to one being damaged and one being missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.